Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The pump was returned for evaluation. When the pump was evaluated the reported complaint was not confirmed. The delivery accuracy of 250ml/hr and 25ml tested in specification three (3) times: 1st test: 5 minutes 54 seconds or 102% of expected accuracy. 2nd test: 5 minutes 55 seconds or 102% of expected accuracy. 3rd test: 5 minutes 55 seconds or 102% of expected accuracy. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: potassium 0ml when infused.